Manufacturer narrative:
The reporter indicated that the pt developed symptoms of nausea and vomiting on (B)(6)2010. That same day, the pt started to get readings in the "300's" (mg/dl). The following day ((B)(6)2010), the reporter brought the pt to a hospital where he was diagnosed with a stomach virus, elevated white blood cell (wbc) count, and dka. The pt was treated with an IV drip and discharged from the hospital on (B)(6)2010. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no data in the black box or download histories from the time of the reported hospitalization due to continued patient use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, there was a bt1 internal battery failure found. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.